Event description:
Caller reported experiencing occlusion alarms over the past three weeks. There was no adverse impact to the customer's blood glucose level. To resolve the occlusion events, the customer changed the infusion set and cartridge before resuming insulin therapy.